Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, pump was exposed to water. There was no adverse impact to customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.